Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self test. No failed battery alarm noted. Software error detected alarm found in the pump history due to software error. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace. (B)(4).

Event description:
Customer reported via phone call that insulin pump had hardware low level failure and software error alarm. Customer¿s blood glucose was 229 mg/dl. Customer was able to clear the alarm. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.